Manufacturer narrative:
The g2 complex will not be returned, therefore the coil's non-detachment inside the target site cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the physician wanted to detach the orbit galaxy g2 microcoil (641cx2535/p10034) in the aneurysm but could not. He tried pressing the detach button again but it still did not work. The physician resheathed the microcoil and used another one. The procedure was successfully completed. At the time of initial contact the device was not kept and was available for return. There was no significant delay to the procedure as a result of the issue. There were no damages noted on the device prior to use or after removal. The coil was successfully removed from the patient, still attached to the delivery system, and not stretched. An enpower detachment control box and connecting cable (both details unknown) were used in the procedure. A pre-deployment electrical check was performed and no low battery light was seen during the case. There was no fault light seen during the case. Upon pressing the power button all lights illuminated. The green system ready light illuminated. During the detachment cycle the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable was used successfully with subsequent coils. The same dcb was used with subsequent coils.